Event description:
Nurse reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level was 472 mg/dl at the time of admission. Nurse reported that the customer stated that the insulin pump was not functioning properly. Customer had been having trouble with high blood glucose levels since recently giving birth. All supplies were not available, but partial troubleshooting was completed and the insulin pump was functioning properly. Blood glucose level was 252 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.